Event description:
During the implant procedure, the lead had dislodged after positioned. The lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted into the lead body. Visual inspection found no anomalies. Mechanical inspection found the inner coil in the connector region severely overtorqued, consistent with procedural damage. Electrical inspection found shorting between the conductors. The complaint from the field of the lead being stuck was confirmed, with a root cause of the helix being clogged with blood/tissue and overtorqued inner coil.